Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the display screen had become more difficult to see and was unable to be read in bright lights. The reporter also indicated that there was a small mark near the center of the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: the display lens film was found to be scratched. The pump booted to the verify screen with a discolored display. The pump cover was removed and the display screen was replaced with a test screen and display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.